Event description:
The following has been reported: nurse reported: when priming ivenix primary infusion set, rn noted leaking at what she believed to be the cassette. The issue was noted prior to patient care as the rn was setting up the room in preparation for an anticipated admission. Additionally, the tubing was never placed into the pump, so no concern with ivenix infusion pump. - patient injury/adverse reaction: no - medical intervention required: no - stopped active infusion: yes - occurred: before use / setup - drug used: saline - incident type: leak - action taken: new set and fluids, delay in care a preliminary review of the logs identified the following issue: administration set leak (external part) an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
No sample or picture were available for analysis. Without the proper sample or picture evaluation it is not possible to determine the probable root cause of the reported failure. The customer complaint cannot be confirmed. The potential root causes of the leak from the cassette could be related to 1) misplaced diaphragm which resulted in a leak when the diaphragm was actuated by the valve pins in the pump, 2) an incorrect and poor sealing of the cassette in the welder machine causing the reported leakage, 3) over-insertion of the secondary port which caused a crack at the cassette, 4) cassette seal not assembled correctly causing a leak in the flow dial. The current process controls detection include 1) 100% leak and occlusion test is performed through the leak and occlusion test machine in order to capture units with any blockage or leak failure mode, 2) quality sampling for final physical testing, for performing a flow and underwater leak tests, 3) 100% visual inspection during the manufacturing process and final physical inspections. The batch record fa24j14027 was reviewed. No exceptions were generated that could classify as a possible root cause of this defect. The finished good lot has passed all sampling acceptance criteria for all tests performed including in-process testing and product testing.